Manufacturer narrative:
B5: reportedly, "the eye with the defective lens implant is currently with vision 20/40-50." Claim# (B)(4).

Manufacturer narrative:
Additional/corrected data: b5-the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced dysphotopsias. Reportedly, "double fenestration in an evo icl. He discovered the defect after implantation at the one-day post-op" and "we are bringing the patient back to the or on (B)(6) 2023 to remove the icl and to mimplant a new one". On (B)(6) 2023 lens was exchanged and the problem was resolved. It was later reported, "I saw the patient pow#1 today and he is happy that his issues have been resolved. He's now seeing 20/20 out of this right eye (previously was seeing 20/40) and no longer has the dysphotopsias from before". H6-health effect- clinical code: "4581- dysphotopsias" should be added. H6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device problem code: "3189" should be removed and "2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "double fenestration in an evo icl." This was noted one-day post-op.

Manufacturer narrative:
A4-a6:unk. B3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).